Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. Device evaluation: the device was evaluated on-site at the customer facility. The reported condition of failure code 810:11 was confirmed through the event history but not duplicated. The root cause of the reported problem could not be identified. The tubing channel was cleaned and dried and the pump head module was replaced as a precaution. (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump for battery issues. The device was evaluated onsite. During baxter's review of the event history, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.